Event description:
Additional information was received that there was inadequate capture observed on the right ventricle (rv) lead.

Event description:
It was reported that high pacing impedance was observed on the right ventricle (rv) lead. No intervention has been performed. The patient was stable with no consequences.